Event description:
Respiratory therapist was at patient bedside and noted pulse ox starting to drop. Upon investigation, noted bipap machine was off and screen was black. Rescued patient. Equipment removed from service. Respiratory therapist turned machine back on noted loud grinding noise. Upon evaluation by biomed, noted spring to plastic cover protecting on/off switch was missing. Checked other machines in building. Other machine missing protective cover all together. Repaired.